Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was able to duplicate the customer's reported issue. During bench testing, the unit unexpectedly shut down with the move of the pigtail. External inspection revealed damage to the pigtail near the strain relief. The service technician installed a good known test pigtail and the ventilator powered on using an internal and external power source without any abnormalities. Internal inspection did not reveal any abnormalities with the ventilator. The pigtail was replaced to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the unit would not power up on with an external power source. While in service, the unit shut down unexpectedly when the pigtail was moved. There was no patient involvement associated with this reported issue.